Manufacturer narrative:
The device was not returned to physio-control for evaluation. Based on the reported information, physio has determined that the likely cause of the reported issue was out-of-spec dimensions for the cr2 lid , which resulted in the missing magnet.

Event description:
A customer contacted physio-control to report that their device's lid receptacle did not hold properly the magnet, which caused it to be missing. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement lid. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device's lid receptacle did not hold properly the magnet, which caused it to be missing. In this state, the user may need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.